Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 08/04/2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 12:00 pm after the end user received a reading of 138 mg/dl from her prodigy diabetes meter accompanied with symptoms of low blood glucose. The end user was shaking and incoherent. The paramedics were called and performed a blood glucose test with their meter. The reading was 55 mg/dl and the end user received an IV fluid along with a liquid substance. The end user was transported to the ER and upon arrival her blood glucose was 107 mg/dl. She received a sandwich and vanilla (B)(6) and after several hours in the ER she was discharged and instructed to follow-up with her pcp. No additional information was provided in relations to this medical event.